Event description:
Brown debris noted inside barrel of syringe. Suspect syringe or needle hub. Discovered after withdrawing fluid into syringe. Debris could not have come from solution because it is too large to pass through needle.